Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer stated that there was an emergency room visit on (B)(6 )2016. Customer's blood glucose was 714 mg/dl at the time of the emergency room visit. Customer was feeling pains in her chest. Customer was treated with an insulin drip and she was in the hospital for 4 days and then released. Customer was wearing the pump at the time of the emergency room visit. Customer stated that she took off the pump once she got to the hospital.